Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) received three inappropriate shocks due to a non-boston scientific right ventricular (rv) lead fracture. Subsequently, this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. Additional information was received that this ICD was replaced as a result of the rv lead fracture with no device complications. No additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) received three inappropriate shocks due to a non-boston scientific right ventricular (rv) lead fracture. Subsequently, this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. Additional information was received that this ICD was replaced as a result of the rv lead fracture with no device complications. No additional adverse patient effects were reported. This device has not been returned for analysis. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomalies outside the bounds of normal medical use.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding device observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) received three inappropriate shocks due to a non-boston scientific right ventricular (rv) lead fracture. Subsequently, this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.